Event description:
It was reported that a pt sustained blisters on the back and shoulders after hair removal treatment with a lightsheer et laser.

Manufacturer narrative:
An evaluation of the subjected device by a lumenis technical specialist concluded the root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to product labeling.